Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that pericardial effusion and cardiac tamponade occurred post transeptal and implant. A left atrial appendage (laa) closure procedure was being performed with a watchman access system (was) and a 31mm watchman flx closure device and delivery system (wds). Prior to implant, transeptal puncture (tsp) was completed with a baylis versacross access solution kit. There was difficulty with the tsp as the rf wire was crossed into the left atrium (la) twice with uncertainty of the tsp location. The wire was crossed into the la a third time and the location was then confirmed and accepted. Sweeps were completed for effusions after each time. Multiple recaptures were also completed during the placement of the wds. The wds was successfully implanted with no complications. While in recovery, approximately 45 minutes after the implant procedure, the patient's blood pressure dropped, and transesophageal echocardiography (tee) confirmed a pericardial effusion. Pericardiocentesis was completed to treat the pericardial effusion and the patient remained stable throughout the procedure. A tee sweep confirmed that the effusion had resolved. The patient was monitored in the hospital overnight and no further complications were reported. The patient was discharged from the hospital.